Event description:
It was reported by a customer on (B)(6) 2011 error 171 (under power) occurred during the procedure from the laser system. Per the customer, the procedure was completed by setting the power to 80 watts. No patient injury was reported.